Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the complaint states a broken/detached needle/cannula occured. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed, testing concluded that we are unable to perform an investigation on the allegation due to applicator was not received. The reported event of a broken/detached needle/cannula could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.